Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The next day, pre-discharge echocardiogram noted a trivial pericardial effusion (pe). On (B)(6) 2026, the patient was admitted to the hospital with chest pain, left head/ear pain, and lightheadedness. On (B)(6) 2026, echocardiogram noted a small to moderate pe with no indication of cardiac tamponade. On (B)(6) 2026, the patient was admitted to the hospital after being found unresponsive by family. Computed tomography (CT) was performed which revealed a large pe. The next day, an echocardiogram was performed with evidence of collapse involving the right ventricle with surrounding pe. Pericardiocentesis was performed. It was further reported that post-procedure the patient rated their chest discomfort as 10 out of 10. In addition to the previously reported trivial pe on the pre-discharge echocardiogram, EKG showed some st elevations consistent with pericarditis and the patient was prescribed colchicine 0.3mg and ibuprofen. On the morning of the patient's discharge (B)(6) 2026), the patient reported no chest pain. The left head/ear pain and lightheadedness on (B)(6) 2026 was believed to be related to possible infection given leukocytosis and clinical concern for left-sided otitis media. The etiology of the patient's mental status and lactic acidosis on (B)(6) 2026 remains somewhat unclear. The patient had other health conditions which may have caused/contributed to their clinical presentation, including, acute kidney injury, uremia, unspecified altered mental status, and sepsis due to unspecified organism. During the pericardiocentesis, 300cc of sanguinous fluid was removed. On (B)(6) 2026 the patient received a blood transfusion of 1 unit and a repeat echocardiogram was performed which showed no evidence of significant pe. On (B)(6) 2026, limited echocardiogram showed no pe. Mildly reduced ejection fraction of 45-50%. On (B)(6) 2026 the patient received another blood transfusion of 1 unit. As of (B)(6) 2026 the patient remains admitted with gastrointestinal (gi) work-up for potential gi bleed.

Manufacturer narrative:
B5: additional information of event added. H6: patient code and impact code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2026. The next day, pre-discharge echocardiogram noted a trivial pericardial effusion (pe). On (B)(6) 2026, the patient was admitted to the hospital with chest pain, left head/ear pain, and lightheadedness. On (B)(6) 2026, echocardiogram noted a small to moderate pe with no indication of cardiac tamponade. On (B)(6) 2026, the patient was admitted to the hospital after being found unresponsive by family. Computed tomography (CT) was performed which revealed a large pe. The next day, an echocardiogram was performed with evidence of collapse involving the right ventricle with surrounding pe. Pericardiocentesis was performed.